Manufacturer narrative:
The user facility performs service of their ventilators by themselves and did not request any service. No parts have reportedly been replaced. The evaluation of provided device logs confirms alarms for low peep (positive end expiratory pressure). The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior start of ventilation. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the peep could not reach the set value. There was no patient harm. Manufacturer's ref #: (B)(4).